Event description:
The pt reported that she has experienced elevated blood glucose of up to 300 mg/dl since (B) (6) 2010. She bolused through the infusion device to lower her blood glucose levels. She stated she found insulin leaking from the infusion site and tubing. She stated no e4 (occlusion) error was displayed. Her normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.